Manufacturer narrative:
(B)(4). After the patient getting better sepsis we did endoscopy and the hole was in the stapler line lateral of the pouch, and put a stent and did well discharge after 10 days.

Event description:
It was reported that during a gastroplasty bypass without de roux procedure, there was fistula at the staple line. The patient presented fistula post-surgical, endoscopy submitted, which showed side injury at the staple line. Only presented post-surgery problems, was carried out an endoscopy.